Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three years ago. Aneurysm and vessel morphology are unknown. It was reported that during a routine follow-up visit the physician felt that one of the bare springs created a pseudo aneurysm. At the index procedure the top of the bare spring landed inside the middle of the ostium of the innominate artery. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aneurysm enlargement). Conclusion: unknown cause of aneurysm enlargement.